Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during routine x-ray follow-up. The electrical parameters were stable. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good during and after the event.